Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5113758. Product family: scs-lead fixation: upn: m365fb101010, model: fb-101-01, batch: 25981925.

Event description:
It was reported that the patient was experiencing inadequate stimulation coverage due to lead migration which was confirmed by an x-ray. The patient underwent a reprogramming with improvement in coverage. The patient underwent a revision procedure wherein the fixate was replaced after the leads were relocated. The patient was doing well postoperatively.